Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular leadless pacemaker (rvlp). On (B)(6) 2026, the physician elected to implant a transvenous pacemaker system and deactivate the leadless system. The patient is doing well and there were no adverse events.